Manufacturer narrative:
Per the sales rep, the handpiece was disposed of. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot # 10613-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot # 10613-01. (B)(4).

Event description:
Handpiece would not prime.